Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the caps in the repair kit were cracked. There was no harm to the patient.

Manufacturer narrative:
Because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. One photo was provided by the customer. A visual evaluation of this photo was performed. The photo revealed two adapter caps on a table and the adapters show a line that appears to be a crack. The photo reveals dirt which suggests the caps were used. Four used adapters were received for analysis and investigation. These samples were received with the samples of another complaint. The samples presented signs of use and visual inspection of the samples revealed that three of them had cracks. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has been confirmed. Based on the available information, the most probable root cause can be considered as most likely damaged during use caused due to manipulation by the user. No complaint triggers or trends were identified, therefore, no corrective and preventive action (CAPA) is required. It must be noted that in-process controls are in p lace to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.